Event description:
It was reported that customer experienced an issue in which pump could not be connected because usb cable could not be inserted into pump usb port, and pump could not be started. There was no reported impact to the customer¿s blood glucose level. Technical support and distributor were unable to confirm customer¿s claim due to inability to connect pump, device return was arranged, and replacement pump was provided to customer.